Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as a bruise on the left side. The patient¿s physician prescribed an ointment for the bruise. Follow up indicated that the bruise improved.